Event description:
It was reported via repair work order that the patient right track was broken off the chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.